Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018; 419678 lead, implanted: (B)(6) 2013; etlw1616c156e stent graft, implanted: (B)(6) 2018; esbf2814c103e stent graft, implanted: (B)(6) 2018; etlw1616c156e stent graft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial tachycardia/atrial fibrillation during blanking. The ra lead remains in use. No patient complications have been reported as a result of this event.